Event description:
It was reported that low sensing thresholds that led to undersensing was found. Lead issue suspected. The physician did not want to perform a procedure at this time and the lead remains as is.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.